Event description:
Left lower lobectomy. Received "firing incomplete" message and the knife blade was exposed. The knife traveled almost the entire distance and left approximately 2mm of uncut tissue.

Manufacturer narrative:
See additional pages.